Event description:
Device returned for analysis with report of "infection." Follow up with hcp revealed patient had experienced meningitis and symptoms of fever, redness, swelling, and drainage. The primary locations of the infection were the device pocket and lead track. A culture was obtained from the device pocket and was positive for staph aureus. The patient was treated with partial device system explant and IV antibiotics. The infeciton has resolved.